Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup and stem, metallosis, metal wear and elevated metal ions. Added cup and stem due to alleged loosening and elevated meat ions. Updated date of implant, patient identifier and patient harms. Added lawyer in the associated contact.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
On ((B)(6) 2017) pfs and medical records received for com-(B)(4), the patient's left hip. Upon review of those medical records on 2/21/2017, it was identified that the patient's right hip had also been revised per the plaintiff fact sheet, and is the subject of litigation. Alleges pain, difficulty walking. No revision operative records are available for the right hip. Head and liner reported.